Event description:
A spark was noted from the working element of the hysteroscope external to the patient. The hysteroscope was removed and disassembled. A small break in the insulation of the loop electrode was noted and a second loop was used. The working element again sparked esternal to the patient so the surgery was discontinued. Patient did not have all of the fibroid removed that could have been, and the spark did reach the patient because her leg moved, but no lasting effects noted.